Event description:
It was reported that during an in-clinic follow-up, intermittent capture was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was in stable condition.